Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 26 mg/dl, 20 mg/dl, "lo" (<10 mg/dl), 23 mg/dl, 32 mg/dl, and 92 mg/dl within 5 minutes on the compact plus system. No adverse event reported. The alleged product was replaced and requested for evaluation.